Event description:
A report was received that the patient was unable to charge and the ipg was depleting fast. Troubleshooting was attempted but was unsuccessful. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was reprogrammed successfully. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge and the ipg was depleting fast. Troubleshooting was attempted but was unsuccessful. The patient will undergo an ipg replacement.